Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning 2 months ago multiple keypad buttons have become unresponsive, requiring multiple presses to evoke a response. The reporter also stated that the keypad buttons cause intermittent, undesired scrolling when pressed. The keypad is reportedly intact. The patient reportedly wears the pump under clothing, against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact. Testing confirmed intermittent response to button presses on the up, down, ok and contrast buttons requiring multiple button presses with increasing force before the buttons will engage. None of the buttons on the keypad have normal spring back or click. Confirmed that the buttons are sticking and are hypersensitive and scrolling in response to button presses. The keypad was removed for investigation revealing contamination under the contacts of all the buttons. In addition, the up arrow button was found to be inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.